Event description:
The user claimed that a wheel came loose/detached from the device and all other wheels are loose. There was no reported pt or user impact.

Manufacturer narrative:
(B)(4). The user claimed that a wheel came loose/detached from the device and all other wheels are loose. There was no reported pt or user impact. If there was a recurrence of a wheel/caster falling off the device, it could lead to the device falling over and hitting a pt or staff member, which could cause a serious injury. Additionally, if a wheel/caster were to fall off the device and the device falls and disconnects an arterial catheter (measuring invasive blood pressure) from a pt, medical intervention would be necessary to preclude impairment. A field service engineer was dispatched to the user facility and implemented a mandatory field change order on the device. The device was then functionally tested and returned to svc by the user. The device manufacturer's investigation concluded that the cause of the problem was improper assembly of the device's casters in that the assembler did not torque the nylon locking nut. The device manufacturer has issued a mandatory field change order to correct this condition. Us FDA was notified of this action on (B)(4) 2012. The fco was issued prior to the occurrence of the event outlined in this report and the user facility's device had not received the update as of the date of this event. There have been no reports of deaths or serious injuries due to this issue. No add'l investigation or action is warranted at this time.